Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that there was no led light on the camera and the instruments could not be detected after system boot up. It was found that the cable was bad and the pin was damaged. The external cable was replaced from the polaris spectra system control unit (scu) to the positioning sensor unit (psu). All tests passed and the system was good for use. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the led did not tun on and the camera could not detect instruments. There was no patient present when this issue was identified.